Event description:
Patient reported right side rupture, capsular contracture, and textured exchange due to product concern. Healthcare professional reported right rupture and capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and observed an opening on anterior assessed as surgical damage. Anxiety-product/procedure, capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: white calcification observed on the device. Crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted."

Manufacturer narrative:
Continued h.6. Health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and rupture.

Event description:
Patient reported right side rupture, capsular contracture, and textured exchange due to product concern. Healthcare professional reported right rupture and capsular contracture baker grade IV. The device has been explanted and replaced.